Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer the capsule was found in the patient's airway, the doctor used a snare to retrieve the capsule. The patient was not injured following the procedure.